Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported when the tubing was removed from the alaris pump it is possible that the cassette inserted into the pump did not clamp the tubing leading to the patient receiving free flow fluid from the 250 ml minibag attached to the tubing. No patient harm was reported.